Event description:
Customer reported discrepant results: (B)(6) 2010, inratio: 5.0; (B)(6) 2010, inratio: 3.7. Patient admits to milking fingerstick when testing.

Manufacturer narrative:
Investigation pending.